Manufacturer narrative:
The event date provided in previous report was estimated. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed via the submitted CT (computed tomography) images provided by the account. The reported areas of the graft that were of concern, were indistinguishable upon review of the imaging. The account communicated that the patient had a history of possible ventricular assist device (vad) thrombus in august 2022. A CT scan of the patient¿s heart revealed an occlusive/near occlusive filling defect from the distal portion of the outflow graft to the distal anastomosis with the aorta. An additional curvilinear filling defect was noted in the mid-outflow graft just downstream from the bend relief. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a history of possible ventricular assist device (vad) thrombosis (B)(6) 2022 hospital admission): 4d computed tomography (CT) scan of heart showed occlusive/near occlusive filling defect of the distal outflow cannula up to the distal anastomosis with the aorta. Additional curvilinear filling defect was in the mid outflow cannula just downstream from the bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.